Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine leaked from the ultrafiltration (uf) check valve during heat disinfection mode. During repair, the bmt found that valves 24, 25 and 26 were swollen, blackened, charred and emitted a burning smell. The bmt replaced the valves and the uf check valve then the machine displayed a "heparin pump" alarm. The bmt replaced the mother board to resolve that issue. A patient was not connected to the machine at the time of the incidents and there was no harm to any patients or individuals because of this malfunction. The valves uf check valve and valves 24, 25 and 26 were not the original fresenius part on the machine; however, they were genuine fresenius parts. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 26, 572 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the machine has been returned to service without issue. No parts are available to be returned to the manufacturer for physical evaluation; however, photos are available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, four photographs of the sample were provided. The first and second photos depicted damage to the valves. Photo three depicted damage to the check valve. Photo four showed fluid on the bottom of the machine. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed based on the photographs provided.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine leaked from the ultrafiltration (uf) check valve during heat disinfection mode. During repair, the bmt found that valves 24, 25 and 26 were swollen, blackened, charred and emitted a burning smell. The bmt replaced the valves and the uf check valve then the machine displayed a "heparin pump" alarm. The bmt replaced the mother board to resolve that issue. A patient was not connected to the machine at the time of the incidents and there was no harm to any patients or individuals because of this malfunction. The valves uf check valve and valves 24, 25 and 26 were not the original fresenius part on the machine; however, they were genuine fresenius parts. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 26, 572 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the machine has been returned to service without issue. No parts are available to be returned to the manufacturer for physical evaluation; however photos are available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.